Event description:
This case refers to a female aged (B)(6) years. The pt's medical history, concomitant medication or history of allergies were not provided. On an unk date, the pt rec'd treatment with restylane in the midface area. On an unk date, the pt experienced an allergic reaction causing throat to close and had to go to the hosp. The event is resolved. The reporter did not provide a causality assessment for the case. The company's causality for the case is possible.

Manufacturer narrative:
Based on the limited info available for this case, an assessment is difficult to make. There has been repeated attempts to attain further info but without success. The time to onset of symptom is not stated, there is not info on whether the allergic reaction was treated and if so how, there is no info on treatment and swelling in the treated area (midface), no info on medical history, previous treatment with dermal fillers, no history of allergies. Nevertheless, a causal relation between the event hypersensitivity and the treatment cannot totally be excluded. The reported event "allergic reaction caused throat to close and had to go to hospital" is per se considered serious, therefore we are reporting this cause even though the causality assessment is difficult.